Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a m8 adapter replacement due to high impedance. The patient was doing well post-operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.